Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a definitive root cause conclusion cannot be made, clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was transferred to the hospital by ambulance due to symptoms of hemolysis with high watts. It was stated that the "controller gave alarm, was exchanged, but pump did not restart (25 watt)". It was further stated that there was a confirmed thrombus and the pump was exchanged. It was stated that thrombus was visualized in the pump housing and graft. It was further stated that the patient showed signs of some "neurological disorders". No further information has been received.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. Per additional information received further in the investigation, an analysis of the explanted pump by the site revealed the presence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to thrombus formation or ingestion within the device. The most likely root cause of the high power event can be attributed to thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.